Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 535 mg/dl and believed issue was due to scar tissue and infusion set. Customer requested assistance changing infusion set. Customer declined troubleshooting for high blood glucose and declined changing reservoir. Customer reported that tape was sticking to serter. Troubleshooting was performed and customer was advised that infusion set and serter would be replaced.